Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on(B)(6) 2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful and there was complication during insertion. One fallopian tube went easily, the other was difficult; a lot of pain after insertion. Consumer experienced rash, pain during ovulation, pain during menstruation, pain during coitus, legs pain, head pain, loss of libido, mood swings, and fungal infections. Consumer reported work-related problems and relation and/or family problems. She contacted a doctor and was taking pills as treatment, and her symptoms are now suppressed by the pill. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented rash. This event is serious due to reported disability (event led her to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. After essure's insertion hypersensitivity reactions including hives, urticaria, rash, angioedema, facial edema and pruritis may occur. In this particular case, consumer presented rash during essure's use. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Since this event influence her daily life including work-related problems and relation and/or family problems, it was considered a disability. Thus, this case is regarded as incident due to impossibility of further information. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 20-oct-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: rash: the analysis in the global safety database revealed 118 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented rash. This event is serious due to reported disability (event led her to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. After essure's insertion hypersensitivity reactions including hives, urticaria, rash, angioedema, facial edema and pruritis may occur. In this particular case, consumer presented rash during essure's use. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Since this event influence her daily life including work-related problems and relation and/or family problems, it was considered a disability. Thus, this case is regarded as incident due to impossibility of further information. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.